Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported a v60 ventilator with an error message. The unit was reported to have been in clinical use when the issue arose, but there was no report of patient or user harm.

Manufacturer narrative:
G4:25dec2020. B4:08jan2021. The philips field service engineer (fse) reported that a v60 ventilator was experiencing a low leak device alarm during pre-use set up. The device was evaluated by a fse who confirmed the reported problem. The device was not in clinical use at the time the issue was identified. No patient or user harm was reported. There was no delay to patient therapy. The fse replaced the gas delivery assembly and performed assurance test. The device reportedly passed the tests successfully. No other malfunctions were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.